Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device didn't work so they had it taken out. The patient did not remember any details about her device. She said that when the prior device was replaced the new one didn't work, so she wanted it explanted. She did not remember whether any troubleshooting was done, why it didn't work or when it was explanted. The patient declined to give her weight, and stated the doctor who explanted the device has retired. No further patient complications are anticipated or expected as a result of this event.